Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t14381n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. Manufacturing batch records for lot t14381n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency, and no corrective action is required.

Event description:
Event occurred in the united states of america. Customer reported discrepant high tni results on 1 patient. Patient came into ER with complaint of chest pain. Patient was an ER patient and held for observation, and then released. Treatment and medical decisions were made based on the 'normal' <0.05ng/ml results. No confirmatory method/testing done. Patient symptoms were chest pain, discharge diagnosis for this patient was intractable nausea and vomiting. Treatment based off of the <0.05ng/ml results. Only the one result of 0.10ng/ml was questioned.